Manufacturer narrative:
This is a resubmission of a complaint originally submitted on december 30, 2019. That submission was acknowledged by the FDA but the acknowledge did not note whether the submission had passed or failed. The complaint was resubmitted with the same report number (3005990499-2019-20014) on december 30, 2019. That submission was acknowledged by the FDA and failure because it was considered a duplicate report. This complaint is an additional resubmission using a different report number (3005990499-2020-20244) to ensure that the submission is received and accepted (passed) by the FDA. This submission is identical to the ones submitted on december 30, 2019 except for the report number and each submission refers to the same incident.

Event description:
Loss of osseointegration.